Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat end-stage osteoarthritis. The patella was resurfaced and competitor cement x 1 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain and global instability. Upon entering the joint, the surgeon confirmed a small effusion and laxity in midflexion, extension, and varus and valgus stress. A complete synovectomy was performed. The surgeon notes the components were well aligned. The femoral component, tibial tray, and patella was well-fixed and retained. The tibial insert was revised to a larger size. There was no noted wear or erosion in the explanted tibial insert. The patient received an attune revision insert. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2018, right knee.